Event description:
It was reported that the ilet user experienced a high blood glucose following overtreatment of a preceding low, while using the ilet with oral glucose to treat hypoglycemia. A dexcom g6 accuracy concern was noted and calibration was performed, and the issue was addressed through troubleshooting and education. Symptoms included hypoglycemia followed by hyperglycemia ranging from 59 mg/dl to 340 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.